Event description:
The physician reported, that the wires for the two leads located on the 32 contact grid snapped preventing him from recording any additional data from this section of the grid. The electrode was in the pt for 5 day for observation and there were no seizures recorded during this time.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation, 311 enterprise drive, plainsboro, nj 08536, attn: corporate complaint coordinator.